Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer mother stated that the pump was slower to rewind, the buttons on keypad were hard to press and slow responsive. The keypad buttons had to be pressed twice to get response and also the insulin pump showed no delivery alerts. The trouble shooting was declined by the customer. No harm requiring medical intervention was reported. The product will be not returned for analysis.